Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: lacrosse. Guide wire: bmw universal. Guide cath: profit. Stent: vision 3.0x28mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, interaction with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmospheres which is below the rated burst pressure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that a balloon rupture occurred in the left anterior descending artery while using a voyager rx balloon catheter for pre-dilatation at 6 atmospheres. Vessel was characterized as being 25 mm in length, 3.0 mm in diameter, mildly calcified and de novo with 90% stenosis. No patient effects were reported. No additional information was provided.